Manufacturer narrative:
Investigation summary: customer returned (4) 3/10cc, 8mm, 31g syringes in an open poly bag from lot # 8127730. Customer states that there is a rectangular shaped marking on the barrel. All returned syringes were examined and no foreign matter was observed on any of the returned samples. However, one sample exhibited a damaged shield. A review of the device history record was completed for batch# 8127730 for the fm issue. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [(B)(4)] noted for ink spots and smears. A review of the device history record was completed for batch# 8127730 for the damaged shield issue. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (damaged shield). -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (fm). As per investigation completed by manufacturing, "on 01jul2019, holdrege received (4) 3/10cc, 8mm, 31g syringes in an open poly bag from lot # 8127730. The samples were decontaminated per hstr-17 and hqa-68 prior to evaluation. Visual inspection of the samples found that one (1) of the syringes had a pinching like damage on the shield. There was no damage to the other 3 syringes. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause for this defect cannot be determined. DHR, l2l dispatches, log book entries were looked at, nothing was found pertaining to this defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that foreign matter was found during use with a bd insulin syringe with bd ultra-fine¿ needle. The following information was provided by the initial reporter, "consumer reported 3 bags, (30 syringes), would not draw insulin, (occurrence dates unknown). Reported a second box with the same lot, finding one syringe with a "rectangular" shaped marking on the barrel, occurrence date for this issue, (B)(6) 2019. All samples available. Lot: 8127730, item: 328438, expiration date: 2023-05-31." This is 1 of 2 complaints. This complaint is in regards to the second event/box that occurred on (B)(6) 2019.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found during use with a bd insulin syringe with bd ultra-fine¿ needle. The following information was provided by the initial reporter, "consumer reported 3 bags, (30 syringes), would not draw insulin, (occurrence dates unknown). Reported a second box with the same lot, finding one syringe with a "rectangular" shaped marking on the barrel, occurrence date for this issue, 06/13/19. All samples available. Lot: 8127730, item: 328438, expiration date: 05/31/2023." This is 1 of 2 complaints. This complaint is in regards to the second event/box that occurred on (B)(6) 2019.